Event description:
It was reported that during a lap right colon resection procedure the device was working and then the generator received solid tone and instrument error. They opened a second device and the same thing happened. They used a third device to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Evaluation summary: device a was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip broke off. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Device b was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Possible cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between the blade and pad. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.